Manufacturer narrative:
A2. Age at time of event- 18 years or older e1. Initial reporter facility name- (B)(6) hospital . Device evaluated by manufacturer: the device was returned for analysis. A hypotube kink was identified, 85cm distal to the distal end of the strain relief and a hypotube break was noted to be 88.6cm distal to the distal end of the strain relief with the distal section of the device not returned. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 16feb2024. It was reported that the balloon could not cross lesion. The 95% stenosed, 2.75mmx38mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However, device analysis revealed a hypotube break.